Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection in the surgical area days after a procedure. The patient underwent a scan. However, the patient reported that he has not had a magnetic resonance imaging (MRI) recently. Additional information was received that the patient had symptoms of fever and inflammation at the infection site. The infection was located at the back of the left ear where the lead extensions are located. A culture was performed but the results are unknown. The patient was treated with antibiotics.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection in the surgical area days after a procedure. The patient underwent a scan. However, the patient reported that he has not had a magnetic resonance imaging (MRI) recently.